Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the patient¿s cgm was 400 mg/dl. The patient was wearing a tandem mobi insulin pump and self-treated with insulin per routine diabetes management. Less than an hour later, the patient¿s cgm value decreased to 161 mg/dl. No bg meter comparison values were taken. By the evening, the patient began vomiting and decided to go to the emergency room (ER) for evaluation. Once at the ER, the patient¿s bg meter reading was 559 mg/dl and the cgm was reading 160 mg/dl. It was reported that the patient¿s blood vessels were collapsed due to dehydration. Upon recheck of the patient¿s bg meter reading, it was 600 mg/dl and the cgm was reading 161 mg/dl. The patient was also beginning to be experience muscle aches and lethargy. The patient was diagnosed with diabetic ketoacidosis (dka) and was treated with intravenous (IV) fluids (lactated ringers) and IV insulin. The patient was discharged 1.5 days later. The patient was ¿doing fine and sleeping¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.